Event description:
During an endoscopic ultrasonography (eus) procedure, the physician used a cook endoscopy disposable varices injector. When the needle was extended, instead of extending from the distal end of the outer catheter, the needle penetrated the side of the outer catheter near the distal end. Another device was being used to complete the procedure. A foreign object did not have to be retrieved from the patient. No additional medical procedures were required due to this occurrence. The patient did not experience any adverse effects due to this observation.

Manufacturer narrative:
Evaluation: our evaluation of the returned device confirmed that the needle has penetrated the inner wall of the outer catheter. The needle remains lodged in the outer catheter. The punctured area is located in the black section of the catheter near the distal end. The outer catheter exhibits a bend in the area of the needle puncture. The injector handle was returned in the retracted position and the inner catheter has stretched approximately 2cm. Stretching of the inner catheter is likely due to added pressure when attempting to retract the needle after penetration of the outer catheter occurred. A product discrepancy that could have contributed to needle penetration of the outer sheath was not observed during our laboratory analysis. After a review of the device history record for the lot number said to be involved, we can report no discrepancies or anomalies were observed. We were unable to conduct a sample test from this lot because none of the product from this lot remained in finished goods inventory. A review of the twelve month complaint history for this product family was conducted. Based on this review, the likelihood of this type of report is rare. Conclusions: the actual use conditions could not be duplicated in the laboratory setting. Due to a variety of clinical conditions such as patient anatomy, endoscope position or progression of disease state, we cannot reproduce the actual conditions of device usage. While clinical conditions are not the sole determining factors, this limits our ability to conclusively determine the cause for this observation. Additional information provided by the company representative indicated the user lifted the elevator of the endoscope in an effort to direct the needle to the targeted site. During extension, the needle penetrated the side of the outer catheter. Lifting the elevator of the endoscope and applying added pressure prior to needle extension could have contributed to the bend in the outer sheath. Attempting to extend the needle with a bent outer sheath is likely related to the penetration of the outer catheter by the needle. Needle penetration of the outer catheter can occur if needle extension is attempted with the catheter in a coiled or curved position. The instructions for use direct the user to uncoil the catheter and straighten completely. The instructions for use also caution the user that extending the needle while the catheter is coiled may result in damage to the performance characteristics of the device. Prior to distribution, all disposable varices injectors are submitted to a functional test to ensure appropriate needle extension. A review of the device history record confirmed that this lot met manufacturing requirements prior to shipment. Corrective action: a corrective action has been initiated to reduce occurrences of this nature. This product was manufactured prior to implementation of this corrective action. The likelihood of this type of occurrence is rare. Customer quality assurance will continue to monitor for complaint trends.